Event description:
The customer reported having a chirping red x, a pacing failure during opcheck. Multiple errors were noted in the sys log; pacing failure - therapy pca and charge button failure-processor pca which can be indicative of a failure.

Manufacturer narrative:
The hosp biomed stated that the pacing failure was not just an opcheck issue. Both the therapy and processor pcas were replaced resolving the reported issue. The device is back in service. No further issues have been reported.